Event description:
Rptr complains of atypical neurological disease (multiple sclerosis like), fibromyalgia, vertigo, abnormally dry eyes, loss of bladder and bowel control, chronic fatigue, memory loss (decreased concentration), skin rashes, node enlargement and pain, muscle burning, twitching, weakness, numbness and tingling.